Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements obtained during testing indicate that the outer conductor exhibits an electrical open circuit, suggesting the presence of a fracture or break in the conductor. Microscopic examinations of the terminal pin assembly, lead body, and electrode tip revealed a fractured anode conductor at the terminal end. The characteristics of the fracture are consistent with damage associated with the clavicle or first rib. Furthermore, the insulation in this area is out of round. Additionally, it has been observed that the distal end of the fracture has been displaced.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a lead fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a lead fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported.